Event description:
As reported for this event by the olympus representative, the device was not yielding an image on the third-party monitor. There is no reported harm to any patient.

Manufacturer narrative:
The olympus representative performed troubleshooting for the device. It was observed that the stryker monitor was using a wireless remote box and the subject device was connected to the transmitter box. Upon hardwiring the digital visual interface (dvi) cable directly to the monitor, an image was available. There is no device or cable malfunction. The device is not being returned. Supplemental report(s) will be filed as any information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the indicated phenomenon was caused by a poor connection of the digital visual interface signal cable, but the cause of the phenomenon could not be identified. According to provided information, we got the information that the dvi cable was reconnected to the transmitter and reset again to acquire the image. Olympus will continue to monitor field performance for this device.